Event description:
The international customer reported the ventilator alarmed and went vent inop during normal ventilation use due to a data acquisition pcba adc reference failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted a vent inop occurrence as reported. The service engineer replaced the motor controller pcb to data acquisition pcb cable as a precaution to address the reported problem. Final testing was completed with no reported recurrence.